Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system above the ami cut-off for one patient's sample. Upon repeat, the sample resulted below the ami cut-off. Subsequent testing after re-centrifugation produced lower results that better matched the patients' clinical pictures. Multiple attempts were made by bec cts (customer technical support) to collect patient data however, specific patient and result information has not been supplied to date. The erroneous results were not reported outside the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube with gel separator and centrifuged at 6000 rpm for 4 minutes. All three levels of accutni qc were within the customer's established ranges prior to and after the event. However, accutni qc results had a 'qex' flag (qex flag description - the quality control lot is expired. Corrective action - add a new, unexpired quality control; repeat the test) a field service engineer (fse) was dispatched on-site (B)(4) 2011 (a day after the event). Fse replaced all three aspirate probes and reaction vessel clips, recalibrated the incubator belt after which a system check was performed and failed. Fse then replaced pinch rollers, mixers, mixer belt and cleaned wash wheel and reaction vessel track. Fse then primed and ran a passing system check. Although hardware issues were addressed by the fse, no clear root cause was determined for this event.